Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2006. A 4194 implantable pacing lead: (B)(6) 2006. (B)(4).

Event description:
The patient reported that they were using an electric tool and got "real dizzy". The patient went to bed, took a nitro pill, and indicated that their heart was moving really fast. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event. Further information was obtained from the nurse indicating that the floor buffer that the patient had been using caused vibrations throughout the patient's body and interfered with the device.